Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot, part # 388.329, synthes lot # 5281529, supplier lot # na, release to warehouse date: 21sep2006, manufactured by synthes brandywine. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual inspection: upon visual inspection, it was observed that the distal tip was slightly twisted, nothing was broken on the instrument. However, due the stripped nature the device will not function as intended as described in the updated complaint description. No new issues were identified. The received condition does not agree with the complaint description for broken instead it will be coded for stripped. The complaint is confirmed. No design or manufacturing defect or deficiency was observed during the investigation. A device history review was performed for the returned instrument¿s lot number and no ncs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: a definitive root cause could not be determined based on the provided information. However, the failure mode is typically associated with the application of excessive force in the direction of screw insertion. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown click-x screwdrivers/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that after a revision surgery on (B)(6) 2018, the click-x screwdrivers were found broken. It is unknown if there was a patient involvement and how the malfunction was discovered. This report is for one (1) unknown click-x screwdrivers. This is report 2 of 2 for complaint (B)(4).

Event description:
It was reported that after a revision surgery on (B)(6) 2018, the click-x screwdrivers remain broken. The issue was noticed due to difficulties encountered in tightening the screw with the use of the key. It was also observed that the 6.2 x 50 bolt was dented due to several attempts of tightening. It is unknown if there was a surgical delay. There was no patient harm reported. Concomitant devices: rachet t-handle (part: 388.652, lot: h527141, quantity: 1); rachet t-handle (part: 388.652, lot: 6596178, quantity: 1); holding sleeve for pedicle screws (part: 314.069, lot: 2703833 , quantity: 1); holding sleeve for pedicle screws (part: 314.069.001, lot: unknown, quantity 1); titanium click-x pedicle screw (part: 498.988, lot: 9298021, quantity: 1). This complaint is for a 3.5mm hex screwdriver shaft.

Manufacturer narrative:
Additional information provided. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.